Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 2.6, lab: 3.6. Date: (B)(6) 2011, 3.1, 2.2. Tests were done within one hour. Pt has been on hydrocortisone for some time.

Manufacturer narrative:
Investigation pending.